Manufacturer narrative:
The insulin pump passed self-test and displacement test. However, the insulin pump had compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disk. No software error alarms noted during testing. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a software error alarm. The customer's blood glucose was 56 mg/dl at the time of incident. The customer stated that the drive support cap was sticking out. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm. The customer stated that they were stuck in rewind complete and bolus delivery loop. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer stated that the software error alarm occurred right after a battery change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.